Manufacturer narrative:
The reported event could be confirmed since the affected device was returned for investigation. A review of the device history record for the reported lot did not indicate any abnormalities related to the reported event. After a thorough investigation (returned device, device history review record, medical imaging, complaint history review), it appears that the failure is primarily related to an initial intraprosthetic conflict either caused by a use error or patient-specific factors. The identified root cause represents the most likely explanation based on current evidence and does not constitute definitive proof of causality.

Event description:
It was reported that patient underwent a primary total joint replacement on (B)(6) 2021. Subsequently, the patient underwent a revision on (B)(6) 2026 due to metallosis and dislocation of a trapeziometacarpal prosthesis. There is history of pre-existing subluxations during the months preceding, the recent episode that prompted the x-ray. The neck and cup components were revised.